Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, intermittent occlusion alarm occurred and customer missed a meal bolus. A correction bolus via the pump was delivered to address bg. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.